Event description:
Off target delivery of m1/doxorubicin [device deployment issue]. Off target delivery of m1/doxorubicin [procedural complication]. Purple rash on the trunk region [purpura]. Administration of lc bead m1 loaded with doxorubicin [off label use of device] . Case description: initial information received on 06-jul-2016: this spontaneous medical device report was received from an interventional radiologist via a company representative concerning several patients of unspecified age and sex. The patients' medical history and concomitant medications were not provided. The patients received lc bead m1 loaded with doxorubicin on unspecified dates for unknown indications and with unspecified dosages. Lot numbers and expiration dates not provided. On unspecified dates, several patients developed a purple rash on their trunk region after administration of lc bead m1 loaded with doxorubicin [off label use of device]. The outcome of the event is unknown. The physician reporter assessed the event as related to the use of lc bead m1. He felt that the small size of m1 resulted in off target delivery of m1/doxorubicin. The company assessed the event of off target delivery of m1/doxorubicin as medically significant due to the potential to cause serious harm; the event of purple rash on the trunk region as not serious and lc bead m1 loaded with doxorubicin [off label use of device] as non-assessable. Follow-up information is being requested. Final assessment on (B)(6) 2016: follow-up information was requested to further investigate the event but no new information has been received. After three follow up attempts, the case is considered lost to follow up. No device failure has been identified as a result of this adverse event. It has been assessed that no corrective action is necessary at this time. The report is final. Case comments: purpura, off label use of device, device deployment issue and procedural complication are considered unlisted according to the lc bead m1 current reference safety information. In agreement with the healthcare professional, the company considers the event purpura as related to the use of lc bead m1. Administration of lc bead m1 loaded with doxorubicin [off-label use of device], device deployment issue and procedural complication are non-assessable as events. This single case report does not modify the risk benefit balance of lc bead m1. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Event description:
Off target delivery of m1/doxorubicin [device deployment issue]. Off target delivery of m1/doxorubicin [procedural complication]. Purple rash on the trunk region [purpura]. Administration of lc bead m1 loaded with doxorubicin [off label use of device]. Case description: initial information received on 06-jul-2016: this spontaneous medical device report was received from an interventional radiologist via a company representative concerning several patients of unspecified age and sex. The patients' medical history and concomitant medications were not provided. The patients received lc bead m1 loaded with doxorubicin on unspecified dates for unknown indications and with unspecified dosages. Lot numbers and expiration dates not provided. On unspecified dates, several patients developed a purple rash on their trunk region after administration of lc bead m1 loaded with doxorubicin [off label use of device]. The outcome of the event is unknown. The physician reporter assessed the event as related to the use of lc bead m1. He felt that the small size of m1 resulted in off target delivery of m1/doxorubicin. The company assessed the event of off target delivery of m1/doxorubicin as medically significant due to the potential to cause serious harm; the event of purple rash on the trunk region as not serious and lc bead m1 loaded with doxorubicin [off label use of device] as non-assessable. Follow-up information is being requested. Case comments: purpura, off label use of device, device deployment issue and procedural complication are considered unlisted according to the lc bead m1 current reference safety information. In agreement with the healthcare professional, the company considers the event purpura as related to the use of lc bead m1. Administration of lc bead m1 loaded with doxorubicin [off-label use of device], device deployment issue and procedural complication are non-assessable as events. This single case report does not modify the risk benefit balance of lc bead m1. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.